Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing the reservoir into a medtronic 5 series insulin, performed manual prime, fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when filling the tubing. The customer had to change the reservoir twice to be able to fill the tubing. Customer's blood glucose level was not reported. The device was not returned.